Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to the emergency room (ER) on (B)(6) 2025 due to hyperglycemia event caused by kinked cannula of infusion set. The site of insertion was on the thigh. The patient remained in emergency room for one day and was subsequently hospitalized due to high blood glucose level and was later transferred to intensive care unit (ICU). The patient's blood glucose level during hospitalization was 525 mg/dl. The patient was tested positive for ketones, which were found to be life threatening. During hospitalization, the patient was treated with intravenous (IV) fluids of saline and insulin. It was also reported that the patient had multiple organ failures and brain damage. The patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.